Event description:
Boston scientific received information that this product was part of a system that the patient was suspected to have an infection. There was also reported right atrial (ra) lead loss of capture, but this is a non boston scientific lead. The patient has an escape rhythm of 45 beats per minute and there were no additional adverse effects reported.

Manufacturer narrative:
A request for additional information has been made, but none is available at this time. All available information shows this device is still implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information has been received that this device was successfully explanted with no adverse patient effects reported.